Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain at the pocket site on (B)(6) 2015, on (B)(6) 2016 again patient developed pain at the pocket site and was treated with antibiotics for 7 days then the pain dissipated. The patient continued to have intermittent discomfort at the site with movement and swelling around the pocket site. The patient's migration of the pacemaker and tenderness and the response to antibiotics strongly suggest the patient had developed an infection. The system was explanted. No other patient symptoms were reported.